Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and a successful patient initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. A review of latitude revealed this pacemaker recorded an alert for right ventricular (rv) lead high out of range pace impedance measurements. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and a successful patient initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. A review of latitude revealed this pacemaker recorded an alert for right ventricular (rv) lead high out of range pace impedance measurements. At this time, this device remains in service and there were no adverse patient effects reported.